Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 157 mg/dl. Customer advised they had 2 broken sensors. Customer was advised to return the sensor for analysis and that a replacement sensor would be sent out.